Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on april 13, 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. User facility report states that device is available for evaluation. To date, device has not been returned to biomet. Follow-up was conducted to obtain the device and it was relayed that it has been sent to a third party for evaluation. (B) (4)

Event description:
It was reported that the patient underwent total hip arthroplasty on (B) (6) 2009. Revision surgery was performed on (B) (6) 2010, due to clunk and leg length inequality. As part of the revision surgery, the m2a magnum pf cup and m2a magnum modular head were replaced.

Event description:
It was reported that the patient underwent total hip arthroplasty on (B) (6) 2009. Revision surgery was performed on (B) (6) 2010, due to clunk and leg length inequality. As part of the revision surgery, the m2a magnum pf cup and m2a magnum modular head were replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on (B) (6) 2008. Revision surgery was performed on (B) (6) 2010 due to clunk and leg length inequality. As part of the revision surgery, the m2a magnum pf cup and m2a magnum modular head were replaced.

Manufacturer narrative:
Date implanted - (B) (6) 2008.(B) (4)

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B) (4).